Event description:
The customer reported the 9900 system will not boot. The system operates as intended.

Manufacturer narrative:
The service rep switched off the service mode switch, and this corrected the problem. The system operates as intended.